Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex reg pain syndrome type I. It was reported that the ins wasn't holding a charge and wasn't working well. The patient stated that the ins would only hold a charge for about three days. The patient noted that the problem was gradually getting worse over time. The patient stated that they last successfully charged in (B)(6) 2018. No symptoms or complications were reported.